Event description:
The device was returned to zoll for an unrelated issue. During functional testing by a zoll medical technician, the device displayed a "defib fault 72" message. There was no patient involvement in the reported malfunction.